Event description:
The customer was hospitalized for high blood glucose and dka. It appears that the customer did not follow the two high bg rule. The customer also reported having various occurrences of bent cannulas. Troubleshooting was performed. The customer complaint that excessive insulin exits during prime. The pump did not beep and numbers did not appear on the screen. Instructed customer to discontinue the pump use.